Event description:
Event description guidant received information that the patient with this pacemaker was admitted to the hospital after a competitor's representative was unable to elicit a magnet response from the device. Telemetry showed rates in the 50ppm range, below the lower rate limit. A guidant representative evaluated the device six days later and observed a magnet rate of 100 ppm. Additional testing revealed farfield atrial sensing of the r wave. The field representative reprogrammed the thresholds. A hex dump was completed revealing 126 rate fault resets. Technical services recommended that the device be explanted. The device was replaced with a competitor's device. The physician indicated that he will no longer use guidant products due to the number of problems he has experienced.